Event description:
Cracking one of my teeth, broken tooth / #30 tooth chattered into pieces [tooth fracture]. As I was brushing one of the brushes snapped out [device breakage]. Brush snapped out and got stuck between lower jaw teeth [foreign body in mouth]. Pain - tooth [toothache]. Inflammation - tooth [pulpitis dental]. Infection - tooth [tooth infection]. Abscess on #30 - tooth [tooth abscess]. Case description: a spontaneous report was received via e-mail on 18-jun-2020 from a consumer, unknown age and gender, stating that while brushing with an oral-b power rechargeable toothbrush handle professional care triumph on an unspecified date, one of the brushes on the oral-b dual clean brushhead snapped out and got stuck between the consumer's lower jaw teeth, cracking one of the teeth. The consumer had pieces of the broken tooth. The outcome of brush stuck between teeth was recovered. The outcome of broken tooth was unknown. The case outcome was improved. Treatment details: unknown. Relevant history: the consumer had used different types of oral-b brushes for the last 20 years. No further information was provided. 03-aug-2020 received consumer's questionnaire: the consumer, a 62 year old male, used the oral-b triumph pro smart guide toothbrush with the dual action brush head for brushing teeth. He first used the product in (B)(6) 2020 and stopped using it on (B)(6) 2020. He had used the product for a couple of months/6 weeks before the problem with tooth #30 began and ended on (B)(6) 2020. The consumer explained that he had this incident where the dual clean brush head snapped off from the brush (the lower part that moves sideways not the round part). It got loose and stuck between his lower jaw teeth breaking tooth #30. The tooth chattered into pieces, causing pain, inflammation, and infection. He reported that no treatment was used for this problem but motrin was used for pain. He sought advice from the dentist/hygienist where he had an x-ray, evaluation, and prognosis. Antibiotic cephalexin 500mg was prescribed. An implant was recommended for tooth #30. The consumer reported that the prescribed/recommended treatment had been followed, but the problem had not resolved. The case outcome remained improved. Hist drug/prev exp: he had used the oral-b dual clean always for over 8 years; he had never experienced any issues with previous use. Concomitant product(s): crest pro-health advanced extra whitening rinse. Allergy/intolerance: none. No further information was provided. 03-aug-2020 received dental records: on (B)(6) 2020: abscess on #30 due to broken tooth while brushing with electric toothbrush. Tooth prognosis is guarded to very poor. Implant #30, extraction #30, implant, abutment. Patient treatment plan: ext erupt/exp root ram 30lr 1st molar, surgical place/impla ram 30lr 1st molar, abutment supp crown ram 30lr 1st molar, custom abutment ram 30lr. Medical history: cigarettes, pipe or cigar smoking; srp- 4 quads, 30 modl, b, 32 ol, 16 abscess at the apex, 9x9mm papilloma located on the labial mucosa adjacent to #28. Concomitant product(s): aspirin 81mg. No further information was provided. 19-aug-2020 follow-up via phone: the consumer reported he was still in pain, and had not finished treatment. The overall case outcome remained improved. No further information was provided.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cracking one of my teeth, broken tooth [tooth fracture]. As I was brushing one of the brushes snapped out [device breakage]. Brush snapped out and got stuck between lower jaw teeth [foreign body in mouth]. A spontaneous report was received via e-mail on 18-jun-2020 from a consumer, unknown age and gender, stating that while brushing with an oral-b power rechargeable toothbrush handle professional care triumph on an unspecified date, one of the brushes on the oral-b dual clean brushhead snapped out and got stuck between the consumer's lower jaw teeth, cracking one of the teeth. The consumer had pieces of the broken tooth. The outcome of brush stuck between teeth was recovered. The outcome of broken tooth was unknown. The case outcome was improved. Treatment details: unknown. Relevant history: the consumer had used different types of oral-b brushes for the last 20 years. No further information was provided.

Event description:
Cracking one of my teeth, broken tooth / #30 tooth shattered into pieces [tooth fracture]. As I was brushing one of the brushes snapped out [device breakage]. Brush snapped out and got stuck between lower jaw teeth [foreign body in mouth]. Pain - tooth [toothache]; inflammation - tooth [pulpitis dental]; infection - tooth [tooth infection]; abscess on #30 - tooth [tooth abscess]; bleeding gum [gingival bleeding]. Case description: a spontaneous report was received via e-mail on (B)(6)2020 from a consumer, unknown age and gender, stating that while brushing with an oral-b power rechargeable toothbrush handle professional care triumph on an unspecified date, one of the brushes on the oral-b dual clean brushhead snapped out and got stuck between the consumer's lower jaw teeth, cracking one of the teeth. The consumer had pieces of the broken tooth. The outcome of brush stuck between teeth was recovered. The outcome of broken tooth was unknown. The case outcome was improved. Treatment details: unknown. Relevant history: the consumer had used different types of oral-b brushes for the last 20 years. No further information was provided. On (B)(6) 2020 received consumer's questionnaire: the consumer, a 62 year old male, used the oral-b triumph pro smart guide toothbrush with the dual action brush head for brushing teeth. He first used the product in (B)(6) 2020 and stopped using it on (B)(6) 2020. He had used the product for a couple of months/6 weeks before the problem with tooth #30 began and ended on (B)(6) 2020. The consumer explained that he had this incident where the dual clean brush head snapped off from the brush (the lower part that moves sideways not the round part). It got loose and stuck between his lower jaw teeth breaking tooth #30. The tooth chattered into pieces, causing pain, inflammation, and infection. He reported that no treatment was used for this problem but motrin was used for pain. He sought advice from the dentist/hygienist where he had an x-ray, evaluation, and prognosis. Antibiotic cephalexin 500mg was prescribed. An implant was recommended for tooth #30. The consumer reported that the prescribed/recommended treatment had been followed, but the problem had not resolved. The case outcome remained improved. Hist drug/prev exp: he had used the oral-b dual clean always for over 8 years; he had never experienced any issues with previous use. Concomitant product(s): crest pro-health advanced extra whitening rinse. Allergy/intolerance: none. No further information was provided. On (B)(6) 2020 received dental records: on (B)(6) 2020: abscess on #30 due to broken tooth while brushing with electric toothbrush. Tooth prognosis is guarded to very poor. Implant #30, extraction #30, implant, abutment. Patient treatment plan: ext erupt/exp root ram 30lr 1st molar, surgical place/impla ram 30lr 1st molar, abutment supp crown ram 30lr 1st molar, custom abutment ram 30lr. Medical history: cigarettes, pipe or cigar smoking; srp- 4 quads, 30 modl, b, 32 ol, 16 abscess at the apex, 9x9mm papilloma located on the labial mucosa adjacent to #28. Concomitant product(s): aspirin 81mg. No further information was provided. On (B)(6) 2020 follow-up via phone: the consumer reported he was still in pain, and had not finished treatment. The overall case outcome remained improved. No further information was provided. On (B)(6) 2020 received additional dental records: documentation from a (B)(6) 2017 appointment revealed the following additional medical history: moderate staining, moderate recession, moderate attrition, bone loss noted on x-rays, #30 do (disto-occlusal) filling broke off, abfraction #5. Patient received srp (scaling and root planning) and occlusal guard. No further information was provided. On (B)(6) 2020 received second questionnaire: the consumer reported he also experienced light bleeding in the gum. The outcome was unknown. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cracking one of my teeth, broken tooth / #30 tooth chattered into pieces [tooth fracture]. As I was brushing one of the brushes snapped out [device breakage]. Brush snapped out and got stuck between lower jaw teeth [foreign body in mouth]. Pain - tooth [toothache]. Inflammation - tooth [pulpitis dental]. Infection - tooth [tooth infection]. Abscess on #30 - tooth [tooth abscess]. A spontaneous report was received via e-mail on 18-jun-2020 from a consumer, unknown age and gender, stating that while brushing with an oral-b power rechargeable toothbrush handle professional care triumph on an unspecified date, one of the brushes on the oral-b dual clean brushhead snapped out and got stuck between the consumer's lower jaw teeth, cracking one of the teeth. The consumer had pieces of the broken tooth. The outcome of brush stuck between teeth was recovered. The outcome of broken tooth was unknown. The case outcome was improved. Treatment details: unknown. Relevant history: the consumer had used different types of oral-b brushes for the last 20 years. No further information was provided. 03-aug-2020 received consumer's questionnaire: the consumer, a 62 year old male, used the oral-b triumph pro smart guide toothbrush with the dual action brush head for brushing teeth. He first used the product in (B)(6) 2020 and stopped using it on (B)(6) 2020. He had used the product for a couple of months/6 weeks before the problem with tooth #30 began and ended on (B)(6) 2020. The consumer explained that he had this incident where the dual clean brush head snapped off from the brush (the lower part that moves sideways not the round part). It got loose and stuck between his lower jaw teeth breaking tooth #30. The tooth chattered into pieces, causing pain, inflammation, and infection. He reported that no treatment was used for this problem but motrin was used for pain. He sought advice from the dentist/hygienist where he had an x-ray, evaluation, and prognosis. Antibiotic cephalexin 500mg was prescribed. An implant was recommended for tooth #30. The consumer reported that the prescribed/recommended treatment had been followed, but the problem had not resolved. The case outcome remained improved. Hist drug/prev exp: he had used the oral-b dual clean always for over 8 years; he had never experienced any issues with previous use. Concomitant product(s): crest pro-health advanced extra whitening rinse. Allergy/intolerance: none. No further information was provided. 03-aug-2020 received dental records: (B)(6) 2020: abscess on #30 due to broken tooth while brushing with electric toothbrush. Tooth prognosis is guarded to very poor. Implant #30, extraction #30, implant, abutment. Patient treatment plan: ext erupt/exp root ram 30lr 1st molar, surgical place/impla ram 30lr 1st molar, abutment supp crown ram 30lr 1st molar, custom abutment ram 30lr. Medical history: cigarettes, pipe or cigar smoking; srp- 4 quads, 30 modl, b, 32 ol, 16 abscess at the apex, 9x9mm papilloma located on the labial mucosa adjacent to #28. Concomitant product(s): aspirin 81mg. No further information was provided. 19-aug-2020 follow-up via phone: the consumer reported he was still in pain, and had not finished treatment. The overall case outcome remained improved. No further information was provided. 15-sep-2020 received additional dental records: documentation from a (B)(6) 2017 appointment revealed the following additional medical history: moderate staining, moderate recession, moderate attrition, bone loss noted on x-rays, #30 do (disto-occlusal) filling broke off, abfraction #5. Patient received srp (scaling and root planning) and occlusal guard. No further information was provided.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cracking one of my teeth, broken tooth / #30 tooth chattered into pieces [tooth fracture], as I was brushing one of the brushes snapped out [device breakage], brush snapped out and got stuck between lower jaw teeth [foreign body in mouth] pain - tooth, inflammation - tooth [pulpitis dental], infection - tooth [tooth infection], abscess on #30 - tooth [tooth abscess], bleeding gum [gingival bleeding]. Case description: a spontaneous report was received via e-mail on 18-jun-2020 from a consumer, unknown age and gender, stating that while brushing with an oral-b power rechargeable toothbrush handle professional care triumph on an unspecified date, one of the brushes on the oral-b dual clean brushhead snapped out and got stuck between the consumer's lower jaw teeth, cracking one of the teeth. The consumer had pieces of the broken tooth. The outcome of brush stuck between teeth was recovered. The outcome of broken tooth was unknown. The case outcome was improved. Treatment details: unknown. Relevant history: the consumer had used different types of oral-b brushes for the last 20 years. No further information was provided. On 03-aug-2020 received consumer's questionnaire: the consumer, a 62 year old male, used the oral-b triumph pro smart guide toothbrush with the dual action brush head for brushing teeth. He first used the product in (B)(6) 2020 and stopped using it on (B)(6) 2020. He had used the product for a couple of months/6 weeks before the problem with tooth #30 began and ended on (B)(6) 2020. The consumer explained that he had this incident where the dual clean brush head snapped off from the brush (the lower part that moves sideways not the round part). It got loose and stuck between his lower jaw teeth breaking tooth #30. The tooth chattered into pieces, causing pain, inflammation, and infection. He reported that no treatment was used for this problem but motrin was used for pain. He sought advice from the dentist/hygienist where he had an x-ray, evaluation, and prognosis. Antibiotic cephalexin 500mg was prescribed. An implant was recommended for tooth #30. The consumer reported that the prescribed/recommended treatment had been followed, but the problem had not resolved. The case outcome remained improved. Hist drug/prev exp: he had used the oral-b dual clean always for over 8 years; he had never experienced any issues with previous use. Concomitant product(s): crest pro-health advanced extra whitening rinse. Allergy/intolerance: none. No further information was provided. On 03-aug-2020 received dental records: (B)(6) 2020: abscess on #30 due to broken tooth while brushing with electric toothbrush. Tooth prognosis is guarded to very poor. Implant #30, extraction #30, implant, abutment. Patient treatment plan: ext erupt/exp root ram 30lr 1st molar, surgical place/impla ram 30lr 1st molar, abutment supp crown ram 30lr 1st molar, custom abutment ram 30lr. Medical history: cigarettes, pipe or cigar smoking; srp- 4 quads, 30 modl, b, 32 ol, 16 abscess at the apex, 9x9mm papilloma located on the labial mucosa adjacent to #28. Concomitant product(s): aspirin 81mg. No further information was provided. On 19-aug-2020 follow-up via phone: the consumer reported he was still in pain, and had not finished treatment. The overall case outcome remained improved. No further information was provided. On 15-sep-2020 received additional dental records: documentation from a (B)(6) 2017 appointment revealed the following additional medical history: moderate staining, moderate recession, moderate attrition, bone loss noted on x-rays, #30 do (disto-occlusal) filling broke off, abfraction #5. Patient received srp (scaling and root planning) and occlusal guard. No further information was provided. On 06-oct-2020 received second questionnaire: the consumer reported he also experienced light bleeding in the gum. The outcome was unknown. The case outcome remained improved. No further information was provided. On 17-nov-2020 product investigation results: no manufacturing cause identified based on investigation.